Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (leakage due to damage). Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The customer's reported event was found after a diagnostic gastroscopy during the manual leak test. It was also noted that the device was inspected before cleaning.

Manufacturer narrative:
The device was returned and an initial evaluation was completed by olympus. In addition to the findings in describe event or problem, the initial evaluation found the bending section was scratched/cut, air/water leaked from the distal end, the universal cord had a defect, the adhesive of the cord peeled off, the resin of the distal end was cracked, there were damaged and chipped parts, the light guide lens was cracked, the objective lens was cracked, the adhesive of the bending section cover was discolored, and angulation of the insertion tube was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information or when the evaluation is complete.

Event description:
The customer reported that there was air/water leakage from the distal end of the evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged due to foreign material. The report is being submitted due to foreign material found in the nozzle found during evaluation.